Manufacturer narrative:
This report is submitted on october 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and facial nerve stimulation with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2018 and the patient was reimplanted with another company's device during the same surgery.